Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the user had difficulty advancing the clip out of the sheath. After the clip was able to advance out of the sheath, the user deployed the clip. However, during deployment, the clip remained stuck to the mucosa and fell while withdrawing the device from the endoscope. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Reported issue of clip difficult to release from catheter. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.